Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the abs-10063, angel cprp processing set leaked from the tubing during processing onto the table. Additional information has been requested. Update 11/19/18: numerous attempts have been made to obtain additional information from the reporter who it has been discovered is no longer affiliated with the facility. Facility is attempting to obtain and provide additional information; however, at this time, the facility has no additional information to provide.